Event description:
Per the surgeon, while in the operating room, it was discovered that the mp1 electrode had moved. The electrode was repositioned. Intraoperative impedance measurements were "unstable". The results of an integrity test done in 2008 showed anomalies on multiple electrodes. For medical reasons (problems with the viii nerves bilaterally) the pt's device was explanted about one month later, and the pt was reimplanted during the same surgery with an auditory brainstem implant.

Manufacturer narrative:
This type of event is addressed in the device labeling.